Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with an infusion set supply change after transferring from the initial support line, but by the time of callback the user had correctly completed the supply change, resumed insulin delivery, and reported elevated glucose due to a missed meal announcement after breakfast while using a dexcom g7 and a contact detach 6 mm/23 in infusion set. Symptoms included hyperglycemia, with glucose decreasing to 231 mg/dl by the end of the call. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included troubleshooting and education on meal announcements and monitoring. Investigation of this case revealed user-related use error related to a missed meal announcement, with device performance normal and infusion set functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error due to missed meal announcement.